Manufacturer narrative:
Of the three devices, one lot number was provided and lot history review was performed. All the three devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For two malfunctions, the investigations are confirmed for perforation of the inferior vena cava and filter migration. For one malfunction, the investigation is confirmed for perforation of the inferior vena cava; however, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced migration and patient device interaction problem. This information was received from various sources. This malfunction involved all three patients with no consequences. Three female patients' ages were reported to be between 45-56 years and weight was not provided for all three patients.